Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate 7 devices were manufactured and accepted into final stock on 6-mar-2015 with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patients total knee tibial component was revised for loosening secondary to a fall at work. Baseplate was removed and replaced with a universal baseplate with a short stem and a ts poly.